Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittently been experiencing difficulty charging the pump with the usb cable. Reportedly, the charging-cable looked bent, cracked, and frayed at the micro-usb end. Customer used an alternate usb cable and the pump charged successfully. There was no reported impact to the customer's blood glucose level.